Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one sample was received. No damage or other defects were detected on the sample. During the functional testing, a leak was detected at the junction between the tube and the connector. The customer reported issue was confirmed. A device history record (DHR) review was unable to be completed as no lot number was provided.

Event description:
It was reported that liquid leakage occurred from extension tube during the self-test. There was no patient involvement and no patient harm/adverse event reported.